Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, component codes, investigation conclusions). It was reported that the cardiosave intra aortic balloon pump had doppler related malfunction. Patient involvement is unknown however, no adverse event reported. A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse confirmed the the reproduction. When checked the equipment, found that the probe was malfunctioning and measurements could not be taken. After repairing and replacing the probe measurements were possible without any problems. The equipment has been inspected and is in good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a malfunction of doppler blood flow meter.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).